Event description:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP caused an end user to develop asthma while in use. The end user alleges she started using her device last march, but a few months ago the water in the device would not evaporate and the device emitted a foul plastic burning odor which made her sick. The user alleges she visited a doctor and was told using the device made her develop asthma and she was instructed to discontinue use. There was no report of medical intervention. The device has not yet been returned to the manufacturer. The manufacturer's investigation is ongoing. A final report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information alleging a dreamstation 2 advanced auto CPAP caused an end user to develop asthma while in use. The end user alleges she started using her device last march, but a few months ago the water in the device would not evaporate and the device emitted a foul plastic burning odor which made her sick. The user alleges she visited a doctor and was told using the device made her develop asthma and she was instructed to discontinue use. There was no report of medical intervention. The device has not yet been returned to the manufacturer. In the previous report, section h1 type of reportable event, was inadvertently selected as "other". It has been corrected to "serious injury" on this report. The manufacturer site is also corrected on this report in sections d3 and g1. The manufacturer's investigation is ongoing. A final report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a dreamstation 2 advanced auto CPAP caused an end user to develop asthma while in use. The end user alleges she started using her device last march, but a few months ago the water in the device would not evaporate and the device emitted a foul plastic burning odor which made her sick. The user alleges she visited a doctor and was told using the device made her develop asthma and she was instructed to discontinue use. There was no report of medical intervention. The device has not yet been returned to the manufacturer. The manufacturer previously submitted the report as both an adverse event and product problem. After further evaluation by the manufacturer, it is determined this is an adverse event only. Sections b1 and b2 were updated in this report. The manufacturer's investigation is ongoing. A final report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a dreamstation 2 advanced auto CPAP caused an end user to develop asthma while in use. The end user alleged she started using her device last march, but a few months ago the water in the device would not evaporate and the device emitted a foul plastic burning odor which made her sick. The user alleged she visited a doctor and was told using the device made her develop asthma and she was instructed to discontinue use. There was no report of medical intervention. After further good faith efforts by the manufacturer, additional information was received stating that the patient took it upon herself to cease use of the device due to a perceived odor being emitted from the unit. No further relevant clinical information has been provided. No information is currently available to suggest the patient diagnosis of asthma has resulted in a harm that is life threatening, would require medical intervention to preclude life threatening harm, or has/could result in permanent injury or impairment to a bodily function or structure. Based on the information available, it is determined this complaint was not a serious injury, but a product problem only. The device was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed. The technician used the customer supplied power supply and ac power cord on the dreamstation 2 and the device powered on, and airflow was verified. The technician observed a disinfectant odor during therapy. No burning odor was observed. A humidifier test was performed using the service diagnostics test tool (etf: 3100924, version:1.5.0) and the device passed all tests. A 4- hour temperature test was performed to check the base surface, heater plate, and the patient port airpath and all temperature levels were within specifications. No burning odor was observed during or after the temperature test. The water tank levels were checked before the temperature testing and after the temperature testing and the device water level did get lower, indicating that the humidifier was working. There were secondary findings of 5 errors logged (#250 err_barometric_comm) level-continue. The water tank was visually free of contamination. The inlet/outlet seal had white dust-like contamination and a couple tiny fibers/hairs on it. 1 - sd (secure digital) card reader and bt1 ¿ battery had residue spots most likely from the manufacturing process. The blower motor had dust-like contamination on the top and bottom of the blower motor. There was an unknown dust-like white contamination and some tiny black fibers/hairs at the air inlet of the blower box. There was an unknown slight dust-like contamination in the bottom of the bottom enclosure and an unknown slight dust-like contamination on the bottom of the heater plate. The product investigation lab was not able to confirm the complaint. The device is operating within specifications. The product investigation lab was not able to address the symptoms specified.